Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked case at display window corners cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they received a button error alarm. The customer's blood glucose was 42 mg/dl at the time of incident. The customer's spouse stated that they treated the low blood glucose with orange juice. The customer's spouse declined to troubleshoot for low blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.